Manufacturer narrative:
The reagent lot number is 788473. The expiration date was not provided. The calibration data was acceptable. The alarm trace did not indicate any issues. The field service engineer (fse) found an issue with the gear pump head. He replaced the gear pump head and adjusted the rinse and pressure to specifications. He cleaned the sample and reagent probe pathways. The customer ran qc which passed. The fse ran a photometer check, hardware performance check, and precision with acceptable results. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable cobas integra glucose hk gen. 3 results from the cobas 6000 c 501 module. Sample 1 initial result was 24 mg/dl and the repeat results from another analyzer were 91.6 mg/dl and 91.9. The repeat result from the original analyzer was 91.0 mg/dl. Sample 2 initial result was 12.0 mg/dl and the repeat result was 76.3 mg/dl. Sample 3 initial result was 20 mg/dl and the repeat result was 103 mg/dl. Sample 4 initial result was 12 mg/dl and the repeat result was 77 mg/dl. The questionable result for sample 1 was not reported outside of the laboratory. The repeat results were believed to be correct.